Manufacturer narrative:
This report is submitted on april 17, 2020.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted 12 february 2020.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.